Event description:
It was reported that the tip of the knee navigation pointer was found to be broken off during equipment processing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.

Manufacturer narrative:
The reported event was confirmed through visual inspection. During the device evaluation, it could not be determined what caused the broken tip. Handling of the device has most likely caused the reported event.

Event description:
It was reported that the tip of the knee navigation pointer was found to be broken off during equipment processing at the healthcare facility. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.